Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 12 (lifeband not present) and user advisory 45 (not at "home" position after power-on/restart) was confirmed in the archive data but not during functional testing. The reported complaint that the driveshaft wouldn't rotate was confirmed during the visual-functional inspection. The root cause was determined to be a very sticky clutch plate, typically resulting from sharp edges or burrs on the clutch rotor's surface, likely due to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in september 2007 and is over 17 years old. The sticky clutch plate was replaced to remedy the issue. The archive data review revealed multiple ua12 and ua45 advisory messages on the customer's reported event date, confirming the complaint. None of the user advisories were replicated during functional testing. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. The autopulse platform successfully passed functional testing without any faults or errors. However, further inspection revealed that the shaft lock plunger was worn, potentially causing the shaft to slip out of position and leading to intermittent ua45 advisory messages. To resolve the issue, the shaft lock plunger was replaced. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that while replacing the lifeband at the station, the autopulse platform (sn (B)(6)) displayed user advisory 12 (lifeband not present) and user advisory 45 (not at "home" position after power-on/restart). The customer attempted to rotate the driveshaft; however, the shaft wouldn't rotate. No patient involvement.